Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on an undisclosed date and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported by the attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted due to sui. It was reported that following insertion the patient experienced infection, urinary problems, recurrence, and dyspareunia. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced stress incontinence.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.